Event description:
The user facility reported that they had responded to a fire alarm, and smoke was found to have filled an empty unused room in which the device was located. The fire department and representatives of an air conditioning and heating firm were summoned. Smoke was said to have been observed emerging from the lower rear panel of the cart where a non-olympus transformer and power cord had been installed, and brownish fluid was noted underneath the cart. There was no patient or user injury.

Manufacturer narrative:
User facility personnel returned a transformer and power strip to olympus for evaluation. Both the transformer and power strip were determined to be non-olympus products. The evaluation consisted primarily of visual inspection. The evaluation confirmed evidence of thermal damage on the power strip ac connector and on the external surfaces of the single ac connector of the transformer. The transformer power cord appeared to have been modified. The power cord plug was secured by a screw, but was not a molded connector. Both the ac plug of the transformer and power strip bore green dots indicating hospital grade use, however, the rear panel of the power strip was missing, and covered only with a paper insert. Available technical documentation for the returned transformer indicated it was not intended for hospital use, and was rated at four amps, approximately half the rated value of the recommended transformers. The user facility also reported that an oil heater had been plugged into the same breaker as the "extension cord" at the time of the event, and this may have contributed to the reported phenomenon. The ti-1900 instruction for use advises users that the isolation transformer cradle on the car has been designed to hold the olympus mb-761/mb631 isolation transformers. The cause of the reported event was determined to be due to unauthorized modification of the device by unknown persons, and/or an overloaded electrical system. This report is being submitted as a medical device report in an abundance of caution.